Event description:
As reported, during the review of medical records received it was revealed that the patient's 29mm sapien xt valve had developed a pvl that required a vascular plug to be implanted. Medical records do not indicate if this was at the time of implantation or was sometime after implantation and before the valve was explanted.

Manufacturer narrative:
As reported, during the review of medical records received it was revealed that the patient's 29mm sapien xt valve had developed a pvl that required a vascular plug to be implanted. Medical records do not indicate if this was at the time of implantation or was sometime after implantation and before the valve was explanted. Please reference related manufacturer report no: 2015691-2021-06082.